Event description:
Related manufacturer reference number: 2017865-2022-41299. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also noted that a sensing problem on the right ventricular (rv) lead was observed, and the rv lead was capped and replaced on (B)(6) 2022. The patient was stable.